Manufacturer narrative:
This is a definitive report. The information was provided from chinese authority, the chinese sale partner received it on (B)(6) 2024, and it was forwarded to manufacturer. The reporter did not provide any further information. The physician's causality assessment is determined as "possible". Company comment: manufacturer's causality assessment is determined as "possible" because the patient received concomitant intra-articular injections including medical ozone. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 4c3y15. We selected the code of 4581 (appropriate term / code not available) for h.6 health effect clinical code because palpitations was not listed in the code list.

Event description:
(B)(6) 2024 - a 55-year-old female patient weighing 53kg went to the hospital outpatient department for intra - cavity injection of both knee joints, with 1ml triamcinolone injection + 2ml lidocaine injection + 2.5ml sodium hyaluronate injection + 5ml medical ozone injection per knee. In the afternoon, the patient had pain in both knees and pain worsened. (B)(6) 2024 - around 8 in the morning, the patient had palpitations again (the patient had no obvious incentive for palpitations for more than 20 years), which gradually increased, accompanied by shortness of breath. Dizziness, nausea, facial congestion, edema symptoms, the patient was admitted to the cardiovascular department of the hospital at 15:54 pm, blood routine: wbc 13.3^9/l; liver and kidney function: glutamic oxalacetic transaminase 12.4u/l; blood lipid routine: triglyceride 3.37mmol/l, blood gas analysis: (-), vital signs were normal and stable, anti-allergy, heart care, blood pressure, fluid replenishing and other symptomatic support treatment. (B)(6) 2024 - when the doctor made ward rounds at 09:22, the patient complained that palpitation, shortness of breath improved, facial congestion improved, edema subsided, no dizziness, headache, nausea and other discomfort.